Manufacturer narrative:
Two different catalog number screws were implanted, however, it was not identified which exact screw broke. This MDR report is filed for catalog number 03821540.

Event description:
It was reported that a patient underwent surgical procedure on (B)(6) 2015 after an automobile accident, due to traumatic spondylosis. Following surgery, the patient reported pain. Further examination indicated two of six screws implanted in his column had been broken. The patient underwent revision surgery to remove the broken screws. Revision was performed on (B)(6) 2015. Parts of the screws remained implanted inside the bone not to further aggravate the patient's situation.

Manufacturer narrative:
Method: product history review, complaint history review, risk assessment; result: the customer reported event of a post-operative fracture was confirmed via correspondence. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The device and/or x-rays are unavailable for review. The root cause cannot be determined due to insufficient information.

Event description:
It was reported that a patient underwent surgical procedure on (B)(6) 2015 after an automobile accident, due to traumatic spondylosis. Following surgery, the patient reported pain. Further examination indicated two of six screws implanted in his column had been broken. The patient underwent revision surgery to remove the broken screws. Revision was performed on (B)(6) 2015. Parts of the screws remained implanted inside the bone not to further aggravate the patient's situation.